Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii colonovideoscope failed microbiological testing three times. The issue was found during maintenance. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the flexibility adjustment function did not work due to wear of the flexibility adjustment ring, the air/water cylinder and suction cylinder were discolored, the objective lens was scratched, the light guide lens was cracked, the adhesive on the bending section cover adhesive was discolored and cracked, and the bending angle in the up direction exceeded the standard value due to a dent on the bending tube. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide cleaning, disinfection and sterilization information. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the air/water channel and auxiliary channel with water. The detergent used for pre-cleaning was sekusept gigaperls. Manual cleaning involved brushing the instrument/suction channel, suction cylinder, instrument channel port, and distal end. Persseigsaure was used as the detergent for manual cleaning and an fa mtw disposable brush with a double head was used. Manual disinfection was not done. The endoscope was stored in a cantel drying cabinet. Olympus was used for maintenance and repair. The scope was not sterilized. This event is under investigation. A supplemental report will be submitted upon receiving additional information.